Event description:
On (B)(6), 2008, the pt was implanted with an iliac extender to treat a congenital arteriovenous malformation (avm) in the left axillary artery. He later developed a wound infection and required an explant on (B)(6), 2010, after the device became involved by the superficial infectious process.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lot met all pre-release specs.